Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the unicel dxc 800 synchron system generated a "flood in primary vacuum accumulator" error message. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, and customer found waste fluid in the hydropneumatic compartment drawer. Customer then cleaned the spill, emptied the vacuum accumulator, and emptied all other canisters. Then, the waste exit sump overflowed when it was loosened because the top canister drained into it. The cts then generated a service request. On the following day, the field service engineer (fse) inspected the instrument and found that the waste valve exit sump switch was broken. The fse then replaced the switch and primed the instrument without finding any further problems. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the issue. Customer stated that no erroneous patient results were generated as a result of the instrument issue. No effect to patients or instrument users was reported.